Event description:
Pt with terminal metastatic cancer had been deteriorating during the prior 24 degree period, and had been placed on levophed and epinephrine. Earlier that same 24 degree period, an alarm occurred with this device which notified rn of either an upstream occlusion or a full collection bag. The pump stopped running while rn attempted to correct the alarm status. This occurred 10 times in a span of around 5 minutes, during which time a 2nd pump was brought. The second pump showed the same alarm condition. Rn's gave meds manually and attempted to resuscitate pt while another rn started with all new bags and tubing to prime a third pump. This was successful in terms of getting a pump to work, but was not successful for the pt. - he died. Total time from 1st alarm to death of pt = 20 minutes. Rptr has not been able to replicate this alarm situation and has not been able to determine exactly why this occurred - each rn helping has been able to describe proper functioning of this type of pump and has demonstrated knowledge of how to overcome this alarm condition, yet that night 4 rn's were not able to fix 2 pumps. In consultation this week with the co rep. (Who had been on vacation), rptr decided to send this in as an equipment problem, or at least a possible equipment problem.